Manufacturer narrative:
(B)(4). Date sent: 5/27/2021. Photos received. The first photo shows a staple line on the tissue and one staple appears to be no properly formed on the tissue. Also, a device from the jaws area was observed with a gold reload loaded and the reload appears to be fully fired. The second photo shows a staple line on the tissue and two staple appears to be no properly formed on the tissue. Also, a device from the jaws area was observed with a gold reload loaded and the reload appears to be fully fired. However, the condition of the reload could not be assessed. Based on the photos review, the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Only event year known: 2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. New information received on (B)(6) 2021 : can details be provided of shape of reported malformed staples? Please refer to the photos attached to the complaint (B)(4). Was a leak test performed? If so, what type and what was the result? Yes, the leak test was performed as it¿s the one of the steps of the procedure and it was negative. No leakage was observed during the intra operative time. How many days postoperative did the leak occur? Around one week after the surgery. How was the leak identified? Usual symptoms such as tachycardia and crp. What was observed at the site of the leak upon reoperation? The patient was treated endoscopically ( not surgically ) with pig-tail drains and parenteral nutrition. How was the leak addressed? Please see my answer here above. Regarding the leak : the customer is not certain of the causality of the stapling in the occurrence of this complication, however, given the problems of malformation of the staples and the plastic particles detached from the reload that he has been able to observe lately, he wonders about the concomitance of these two events. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data.

Event description:
It was reported that during an unknown procedure, there were malformed staples after using the powered echelon stapler with gst reloads. The surgeon observed some leaks (fistula) post-operative problems which can be related to this staples malformation issue.